Event description:
It was reported that a patient implanted with an impella cp experienced pericardial effusion after a percutaneous coronary intervention was performed. A drain was placed, and suction alarms occurred. The correct pump position was confirmed. The patient experienced pulseless electrical activity and expired.

Manufacturer narrative:
The pump was not returned for investigation. Data logs were unavailable for review. The cause of the pericardial effusion and cardiac arrest was not determined due to insufficient clinical details. The cause of the suction issue was not determined without returned product investigation and sufficient clinical details. The device passed all post sterile inspection checks.